Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue when delivering a bolus. Customer reported with the past 24 hours, there were 2 events in which the bolus took approximately 30 minutes to deliver. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.